Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-03150, 1225714-2014-03151, 1225714-2014-03152, and 1225714-2014-03153.

Event description:
The plaintiff['s attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2005 and subsequently expired on or about (B)(6) 2006 after the use of the product.